Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used reservoir and performed fill reservoir. Reservoir failed per spec. Found transfer guard needle occluded.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer returned the reservoir for analysis.